Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specification. Functional testing was performed which included pressure test, clear passage (under water) and back flow test. The results were all satisfactory. The reported problem was not verified. Should additional relevant information become available, a supplemental repot will be submitted.

Manufacturer narrative:
Therapy date: the reporter stated that this occurred in the two weeks prior to (B)(6) 2018. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution backflowed from a non-baxter primary set into a clearlink secondary medication set. This occurred during infusion using a non-baxter infusion pump. The reporter stated that normal saline was being infused using the primary set, and an unspecified medication was being infused through the secondary set. The primary bag was reported to be properly lowered using a fully extended hanger. There was no patient injury or medical intervention associated with this event. No additional information is available.